Manufacturer narrative:
Report number:1038671-2022-01531. D10 concomitants: patella - cn: 200-02-35; sn: (B)(6). Tibia plateau - cn: 200-04-33; sn: (B)(6). Femur - cn: 234-02-03; (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01531. The revision reported was likely the result of femoral component loosening and wear of the tibial insert. Loosening of the femoral component may have preceded and contributed to wear of the tibial insert and subsequent particle-induced osteolysis or particle-induced osteolysis from instability and wear of the insert may have contributed to component loosening and further damage of the insert. However, the individual contributions of femoral component loosening, prosthesis wear, osteolysis, and infection to the sequence of events cannot be determined as serial radiographs were not available and the device was not received for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial tka in (B)(6) 2018. The patient started to feel pain and discomfort in the knee around (B)(6) 2021 and consulted with his surgeon in october 2021 with swelling and limping when walking. The patient also experienced osteolysis. The patient underwent complementary exams that indicated loosening of the prosthesis with polyethylene wear and bone lysis in the tibial plateau. Patient was revised with spacer in late (B)(6) 2022 and did fine since then, asymptomatic since extraction, no fever, no other related major complications. No additional information is available.